Event description:
During a breast biopsy the customer received an error code. The holster caused the error code when the cutter advanced and then attempting to return the cutter. The pt procedure was completed with a second system. The device was returned for service and repair.